Manufacturer narrative:
Eval summary: qa analysis revealed that the balloon catheter was returned with blood visible on the balloon and in the guide wire lumen. There was contrast visible in the balloon and inflation lumen. The balloon was loosely folded and opened. The balloon had a longitudinal tear from the distal seal extending proximally for a length of 1.1 cm. The balloon was wrinkled at the distal end of the balloon. There was no scratch noted to the balloon. There were two kinks in the hypotube, 4 mm distal to the strain relief tubing and 20 cm proximal to the guidewire exit notch. There were four bends in the hypotube, 4.5 cm, 9 cm, 19.5 cm and 53 cm distal to the strain relief tubing. There was a kink in the support wire, 9.5 cm proximal to the guide wire exit notch. The device was sent to the scanning electron microscopy (sem) lab for further analysis. Prod perf engineering reviewed the incident info and the returned device analysis. Although the incident info described the balloon rupture as a pinhole, analysis of the returned device revealed a 1.1 cm longitudinal rupture proximal to the distal seal. It is possible that while the initial rupture during the procedure was a pinhole, stress on the balloon materials led to a longitudinal tear. The incident info described the lesion as highly calcified, which could have contributed to damaging the balloon materials such that it ruptured under pressure during the second inflation. However, sem analysis did not reveal any damage to the outer surface of the balloon, though there were tears initiated along the inner surface. Internal tearing suggests that the balloon material ruptured under stress, and may be related to a material or processing discrepancy during mfg. Abbott vascular mfg has been notified of the balloon rupture and suspected root cause, and will further investigate the returned device and steps in the mfg process which could have contributed to weakening the balloon materials. Analysis of the rx voyager also noted that the material at the proximal end of the balloon was wrinkled. This may be due to prod handling or interactions with other devices during the procedure. However, it cannot be determined when this damage occurred, and thus a root cause cannot be determined. Several kinks and bends were noted in the catheter shaft during analysis of the returned device. This damage was not noted in the incident report, and thus likely occurred during or after the procedure. It is possible that the damage occurred during packaging and shipment back to abbott vascular for analysis, though this could not be confirmed. Thus the root cause of the kink and bend damage appears to be operational context of the procedure. A field discrepancy notification was initiated on 12/18/2007, to evaluate the mfg process that may have contributed to the balloon rupture. Further investigation and any implemented corrective action will be documented on the fdn issue. Prod perf engineering will monitor the incident circumstances. All dilatation catheters undergo 100% inspection for leaks and are visually inspected by mfg. Furthermore, a sample of catheters from each lot is destructively tested to verify the rated burst pressure. This MDR is considered closed by the prod perf group.

Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that the target lesion was the proximal to mid distal rca which had moderate tortuosity, heavy calcification, and 99% stenosis. Another co's guide wire was crossed to the lesion. The rx voyager was delivered to the lesion and was inflated; however, a pinhole rupture was noted in the balloon at 12 atm during the second inflation. The physician commented that the rupture was caused by the calcified lesion. No add'l event or pt info is available.